Manufacturer narrative:
Concomitant medical devices: d314trg crt-d, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and micro-dislodgement was suspected. An attempt was made to reposition the lead but it became damaged. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.